Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that melena was suspected with hematochezia. The patient had one low flow episode. They were waiting on the results of a capsule endoscopy. They left with anusol (hydrocortisone). They were stable at home and were to follow-up at the clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarm could not be confirmed as no log files were submitted for review. Although a specific cause for this event could not conclusively be determined through this evaluation, the account reported they were caused by the bleeding event. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. The IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the low flows resolved once the bleeding was resolved.